Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that excessive lubricant was found on the bd¿ safety syringe plunger. The following information was provided by the initial reporter: "excessive lubricant on plunger in the syringe body".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-feb-2022. H.6. Investigation: a device history review was conducted for lot number 1109063. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided to aid in our investigation. Our engineers were able observe silicone lubricant in the syringe body. The reported event has been confirmed. After measuring the quantity of the lubricant present in the device, our engineers determined that the correct amount had been applied, and concluded that the root cause for this event is related to an abnormality in the pressure settings used for the application of the silicone to the device. A higher than expected application pressure could result in the uneven distribution of lubricant, allowing for the observed pooling. H3 other text : see h.10.

Event description:
It was reported that excessive lubricant was found on the bd¿ safety syringe plunger. The following information was provided by the initial reporter: "excessive lubricant on plunger in the syringe body".